Manufacturer narrative:
Gtin for model 2420-0500 lot 16127496 is (B)(4). Conclusion field left blank; no available code for undetermined or unknown cause. The customer¿s report of a bulge in the silicone segment was confirmed. Pictures from the customer show a bulge in the silicone segment directly under the upper fitment. Visual inspection of the set showed a slight bulge on the silicone segment directly below the upper fitment, with the bulged area more pliable than the rest of the silicone segment. Functional testing was performed; there was no observation of bulging from anywhere on the silicone segment. The root cause of the bulge was not identified.

Event description:
The customer reported that the silicone segment had bulged below the upper fitment during an infusion of diprivan. There was no report of patient harm. Although requested, no other details were provided.